Event description:
Hair found in pack on control syringe (control syringe was in the blue basin). Sterile field torn down. Surgeons notified. New pack and new trays of instruments were opened. Hair was not saved. Hair described as short (1-1.5cm length) and black/dark brown. No shave of patient in or room. Event created or delay. Packing list for pack saved.